Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50, serial/lot: (B)(4), description: infinion 16 lead kit 50 cm. Model: sc-3400-30, serial/lot: (B)(4), description: tter 2x8 kit-sterile. Model: sc-3400-30, serial/lot: (B)(4), description: tter 2x8 kit-sterile.

Event description:
A report was received that the patient was no longer feeling stimulation due to high impedances on her implanted lead. The patient underwent a revision procedure, and is now receiving adequate pain relief.

Event description:
A report was received that the patient was no longer feeling stimulation due to high impedances on her implanted lead. The patient underwent a revision procedure, and is now receiving adequate pain relief.

Manufacturer narrative:
Product investigation has been completed on sc-2316-50 serial number: (B)(4), and visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead gets kinked after it exits the clik anchor resulting in the reported complaint. Product investigation has been completed on sc-2316-50 serial number: (B)(4), and was unable to confirm the as reported observations with testing of the device. However, visual inspection revealed that the lead was cleanly cut into two pieces approximately 25 cm from the distal end of the lead. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. Electrical test could not be performed due to the cut lead body. Product investigation has been completed on sc-3400-30 serial number: (B)(4), and was unable to confirm the as reported observations with testing of the device. However, visual inspection revealed that the lead was cleanly cut and 2 cables were severed. There are no blood or foreign material contamination on the cut section of the lead. This suggests that the clean cut damage occurred during the explant procedure. This type of damage is not considered a failure. Product investigation has been completed on sc-3400-30 serial number: (B)(4), and was unable to confirm the as reported observations with testing of the device. However, visual inspection revealed that the lead was cleanly cut into two pieces approximately 17 cm from the proximal end of the lead. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. Electrical test could not be performed due to the cut lead body.